Manufacturer narrative:
Tech found some dried fluid on the user control module board. The tech replaced the left user control module board to resolve the issue.

Event description:
Tech alleged that the bed began blinking when the buttons on the left intermediate side rail were pressed showing an error code. No pt impact.